Event description:
While using the autosuture multifire endo gia 30 2.5 mm (ref 030811), the instrument misfired and made a hole in the artery. They quickly converted to an open procedure. Was able to work on the kidney outside the patient's body. The vessel was repaired. After working on the kidney, the doctor examined the stapler and determined that it did indeed misfire. Cannot determine which reload resulted in misfire. The scrubtech claims that it was the 2nd reload and not the 1st reload, nor is it the load that came with the endo gia instrument. Reloads x 2 were from the same box labeled ref 030805l 2.5 mm multifire. Doctors were able to repair the vessel with a suture.